Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
During the avf procedure, tip of the impress catheter was found detached from the catheter body under fluoroscopy, when attempting to put the catheter in the patient's vessel. The tip had not completely separated from the catheter and was removed from the patient over the radiofocus .035 terumo guidewire. No medical or surgical interventions were needed. A new device was prepped and used to complete the procedure. No patent injury to report.